Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found the lens coiled into a tube shape. There was evidence of residue on the lens. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon loaded a 12.6mm vicm5_12.6 implantable collamer lens, -09.00 diopter, and the lens tore. The lens was not implanted and there was no patient contact. The lens was exchanged with another same model lens and the problem was resolved. The reporter indicated the cause of the event was unknown.